Manufacturer narrative:
The laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss found no issues with the laser equipment. The fss verified the z operation, set z-baseline offset from -11 to -25. The fss verified flap depths and verified proper operation. The fss found all depths were within specifications. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a damage flap on the left eye (os) on the day of the laser treatment. A brief description from the surgery center indicated the left flap was thin and the inferior edge was incomplete, therefore, the epithelium was cut with westcott scissor at half clock hour to lift. As a result, there was a very small incomplete area of the edge bed. At one day post op exam, the uncorrected visual acuity (ucva) was right eye (od) 20/20 and left eye (os) was 20/25. The surgery center indicated the thin flaps were programmed at 100 microns but were cutting at 70 microns. The surgery center requested service on the equipment. Pre-op: best corrected visual acuity (bcva) from (B)(6) 2016. Right eye (od) pre-op 20/20 -4.25 x -.50 x 50. Left eye (os) pre-op 20/20 -3.75 x -.75 x 160.

Manufacturer narrative:
Additional information: clinical surgery support was provided on (B)(6) 2017. The laser was gelled and a z calibration was performed. The surgeon performed 8 customvue lasik treatments. The surgeon acquired eye registration on 6 out 8 eyes. The amo clinical support observed and felt small vibrations in the walls and floors of the laser suite. The customer is aware of the small vibrations from the air conditioner unit. The surgeon requested the audible beep volume to increase for louder audible. All pertinent information available to abbott medical optics has been submitted.